Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for top assembly batch 8804964 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient was seen for progressive, unstable angina. Angiography showed 70-80% stenosis in the mid left anterior descending (lad) artery and 99% stenosis in the mid right coronary artery (rca). The physician placed a taxus express2 3.5x32mm drug eluting stent to the mid rca lesion and a taxus express2 3.0x16mm drug eluting stent to the mid lad lesion with excellent results. No patient complications were reported. Medications used during this procedure include; fentanyl, versed, angiomax, nitroglycerin and oxygen. Three days post procedure, the patient presented to the ER with chest pain and mild st segment elevations in the anterior leads. Angiography revealed a thrombus distal to the previously placed stent in the lad. The physician attempted to place a taxus express2 2.75x24mm drug eluting stent. Eventually, a wiggle wire was used and a taxus express2 2.75x24mm stent was placed with excellent results. No patient injuries or complications were reported. Medications used during this procedure include; nitroglycerin, angiomax, and integrilin. Patient was discharged home with 75 mg twice daily of plavix and a guarded prognosis.